Event description:
According to the reporter, while stapling the stomach during a laparoscopic sleeve gastrectomy, the reloads would not fire completely. Multiple reloads were open with no success. It was noted that there was an incomplete staple line proximally. Manual suturing was performed to fix the staple line. The surgeon opened new staples and adjusted the direction of the staple line and the procedure was completed with positive results. Medtronic's initial evaluation of the incident is that the reload was partially fired with the interlock engaged. Staple pushers were visible a quarter of the way up the cut line.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device partially fired. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.